Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, a change sensor, or a bad sensor, and also a bolus not delivered. The customer reported a blood glucose value of 49 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-386a, mmt-1884l, and mmt-7040a. The troubleshooting was performed and it was unknown whether the customer would continue using the device. The customer received a change sensor alert. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. The customer reported low bgs. The customer has not been using the insulin pump system within 48 hours of the reported low bg event and it was unknown whether the customer was using the smartguard auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-332a. No product return is required for mmt-386a. No product return is required for mmt-1884l. No product return is required for mmt-7040a.